Event description:
It was reported that the customer had a button error alarm occur with their insulin pump. The customer's blood glucose level was not reported. Product is being replaced. No further information was provided.

Manufacturer narrative:
The insulin pump received with no act button response due to corroded keypad trace. No button error alarm noted during testing. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and missing endcap sticker. No moisture damage inside insulin pump noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.